Event description:
It was reported that during the use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) was not responding and 'no system computer' was displayed on the local screens of the pumps. As a mitigation, the local controls on the pumps were used instead of the ccm. The surgical procedure was completed successfully. There was a short delay of about 20 seconds, there was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the equipment was checked and the unit functioned normally, but there were 'data communications error' events observed in the logs. The ccm battery was replaced.

Manufacturer narrative:
The reported complaint was confirmed via log review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) whereby the central control monitor (ccm) was not responding. There was a reported delay of 20 seconds, and the surgery was completed successfully with no blood loss and no change out.

Manufacturer narrative:
Updated block: b5 per data log review: the log showed that the issue likely occurred on (B)(6) 2022 at 12:28:03pm. On (B)(6)2022, the system was powered up at 02:47:24am. A perfusion screen was opened at 02:48:05am. At 12:27:40pm the ccm stopped logging. The local area network / interface board (lan/if) reported three data communication errors at 12:28:03pm indicating buffer overflows because the ccm stopped responding. The pumps reported the ccm missing at 12:28:04pm which would cause the pumps to display 'no system computer' as reported. This confirms the complaint.